Event description:
A us distributor reported that the patient was treated and passed away on (B)(6) 2015. The lifevest detected bradycardia (5-30 bpm) degrading to asystole at 12:12:11. Two treatments were delivered at 12:15:59 and 12:22:58 during asystole. Asystole is considered a non-treatable rhythm. Oversensing and CPR artifact contributed to the false detections.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) is underway. At this time there is no indication of a monitor malfunction. A supplemental report will be submitted should a malfunction be discovered. Device evaluation of electrode belt sn (B)(4) was completed. Upon investigation the cable connecting the distribution node to the rear therapy electrodes was pulled from the strain relief, damaging wires. The root cause for the strained cable was excessive force. There is no indication that the damage to the cables occurred during device use, as the device was still detecting the patient's ECG rhythm throughout the event. It is likely that the damage resulted during device removal.